Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that it was not possible to calibrate the programmer. The programmer passed testing. It was indicated that the keyboard hinges were damaged. The programmer was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to calibrate the programmer. The programmer was returned for service. There was no patient involvement.